Manufacturer narrative:
The reported events of "seroma-late" and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late and infection (unknown onset).

Event description:
Healthcare professional reported via nbir left side, "infection, seroma". Device has been explanted.